Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and pulled back on the implantable pulse generator (ipg). The ra lead was explanted and replaced. It was noted that when hooking the up the lead the set screw on the ipg would not work correctly. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.